Event description:
It was reported that during a thrombotically occluded femoral artery to posterior tibial vein graft procedure, after administration of tissue plasminogen activator (tpa) and angioplasty with an unspecified 4 mm balloon, extravasation was seen. Several unspecified covered stents were placed, including one jostent graftmaster covered stent, in an overlapping fashion, but extravasation continued to be noted. The extravasation was felt to be due to the overlapping fashion of the stents, so balloon angioplasty was performed to the covered stents. After about 20 minutes of ballooning and after reversing the thrombolytics, the extravasation was resolved. There was no adverse patient sequela. Reportedly, the patient remained stable throughout the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to seal the perforation (the reported leak) may be attributed to several factors including, but not limited to, stent graft foil damage, patient anatomical morphology, product size selection, deployment technique (non-central positioning of stent graft over perforation or inadequate overlapping), interference from previously deployed devices, or growth of perforation during deployment. During manufacturing, all stent delivery systems (sds) are 100% leak-tested and visually inspected for foil damage and proper placement. The stent remains in the anatomy, and the product was not returned which may have aided in the investigation. In this case, it is possible that the stent was not positioned correctly in the anatomy to properly seal the perforation. It was reported the graftmaster stent was used in a femoral artery to posterior tibial vein graft procedure. It should be noted that the graftmaster otw instructions for use (IFU) states: the jostent graftmaster is a balloon-expandable pre-mounted coronary stent graft for intraluminal chronic placement in coronary arteries or aorto-coronary bypass grafts for the treatment of acute coronary artery perforations. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. Although a conclusive cause could not be determined for the reported failure to seal and the reported patient effects, there does not appear to be any indication of a product quality deficiency.